Manufacturer narrative:
Intuitive has received the endowrist stapler 45 instrument for evaluation and completed investigations (confirmed that the green stapler 45 reload was discarded.) Failure analysis investigations confirmed, but did not replicate the customer reported complaint. The instrument was found to have repeated clamping failures based on log review. There were 22 incomplete clamps in 25 attempts. The instrument passed the in-house shim test. Based on the current information provided, this complaint will remain reportable due to the following conclusion: it was reported that after a da vinci-assisted hemicolectomy procedure, the patient allegedly experienced a staple line leak that required an ileosotomy to repair the leak. However, at this time, the root cause of the staple line leak is unknown.

Manufacturer narrative:
The endowrist stapler 45 instrument has not been returned for evaluation and it was confirmed that the green stapler 45 reload was discarded; therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The logs were incomplete. Based on the available logs, the stapler 45 instrument had fired three green stapler 45 reloads and two white stapler 45 reloads. All firings were completed. However, two of the installs with green stapler 45 reloads had a high number (10+) of incomplete clamps. The user manual does state the following: warning: be deliberate in selecting tissue to clamp, since clamp compression may damage tissue. If clamping does not complete on the second attempt, either: reposition the stapler: tap the associated blue pedal once to unclamp. Reposition the stapler 45 to either grasp thinner tissue or to reduce the amount of tissue in the jaws this complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted hemicolectomy procedure, the patient allegedly experienced a staple line leak that required an ileostomy to repair the leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that after a da vinci-assisted hemicolectomy procedure, the patient allegedly experienced a staple line leak that required an ileostomy. However, at this time, the root cause of the staple line leak is unknown. On (B)(6) 2019, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: it was reported that on (B)(6) 2019 the patient underwent a da vinci-assisted hemicolectomy procedure. The csr stated that during the procedure, the endowrist stapler 45 instrument with a green stapler 45 reload was used for the transection of the sigmoid colon. "The csr stated that he had walked in almost at the end of the procedure and, at that time, the surgeon was attempting to clamp the colon with a green stapler 45 reload. The csr reported that, after 8-10 compression attempts, with a couple of attempts at just 50-60% clamp, the surgeon attained a 100% clamp, after which there was a successful fire.¿ the csr stated that apparently there were successful fires up until then with no issues. The csr also stated the following: it did not seem there was any tissue bunching, tissue tension, and or any impediments like staples, clips or thickened tissue. He confirmed the staple line was clean with no malformed staples, and no intra-operative complications reported. There is no video recording of the procedure. The procedure was completed with no reported injury. On (B)(6) 2019, the surgeon informed the csr that the patient had come in that day presenting with leakage symptoms (unspecified symptoms.) The surgeon indicated that the leak might have been from the staple line that had multiple compression attempts. The csr was informed that the patient had an ileostomy torepair the alleged staple line leak. It was confirmed that the green stapler 45 reload was discarded since there were no intra-operative complications reported.